Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator paddle assembly could not be used for ECG monitoring. There was no patient involvement.